Event description:
During left lung lobectomy an endo gia stapler was requested and loaded with a 30 vascular endo gia load; fired with no difficulties. Then reloaded with a 45 endo gia reload. The stapler was released and failed to perform. After firing the device, the jaws would not correctly open. After much effort, able to pry open with force.